Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty removing the cds through the sgc could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The cds referenced is filed under a separate medwatch report.

Event description:
This is filed to report the resistance during removal of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. After the cds was advanced into the left atrium, the m-knob was turned, but the cds moved in the opposite direction. It was believed that the cds was miskeyed. The cds was removed back into the steerable guide catheter (sgc). Resistance was felt when pulling back inside the sgc; however, it was able to be removed. Clip movement was checked to ensure no damage occurred. One gripper arm did not move down; therefore, it was decided to replace the cds and use a new one. The case was completed successfully with the final mr reduced to grade 1. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.